Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient could not get used to refraction. The iol had been explanted in a secondary procedure. Clinical reason for the explant was mentioned iol failure. Additional information has been requested.

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).